Manufacturer narrative:
Lead model # 435135 lot # nht002141n implanted: (B)(6) 2004 explanted: unknown; lead model # lot # nht002140n implanted: (B)(6) 2004 explanted: unknown.

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. This occurred approx. 2 x a day -- and had been occurring since the last battery replacement. The patient stated the shocking occurred at battery site but during palpating indicated this was on stomach wall. If additional information is received, a follow up report will be sent.

Event description:
Additional information received on (B)(4) 2013 reported that the patient was experiencing a shocking or jolting sensation. The patient had a lot of problems with ins. She was being electrocuted and had been since implant. The patient wanted the ins taken out. The patient lost 47lbs. The patient had had issues with their healthcare provider and was seeking information on additional healthcare providers. It was also noted that the patient needed a lymphoma removed as well. Additional information received on (B)(4) 2013 reported that the patient had a chunk of fatty tissue that needed to be addressed when the ins device was removed. If additional information is received, a follow up report will be sent.